Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected hardware low level failure alarm , pump error 2 or pump error 28 alarms during testing. However, hardware low level failure alarm (variable 9), pump error 2 alarm and pump error 28 alarm are found in the formatted history file due to a software error.

Event description:
It was reported that the device started beeping and went through a restart and the device went through multiple insulin pump errors and the timing are out of sync. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 13 mmol/l. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.